Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported event of stent failure to expand. (B)(4) for the reported event of stent positioning issue. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 23mm x 12cm wallflex esophageal fully covered stent was used during an esophageal stent placement procedure on (B)(6) 2013. According to the complainant, the stent was being placed to treat an anastomosis leakage at the lower sphincter of the esophagus due to complications after a total gastrectomy. Reportedly, the patient's anatomy was not tortuous, and had not been dilated prior to the stent placement during the procedure, the stent was deployed but did not fully expand and during withdrawal of the delivery system, the stent migrated from the original position. The stent was removed from the patient using a grasping forceps. According to the physician, the stent was too large and a smaller stent would secure the removability of the device. The procedure was completed with a 18mm x 10cm wallflex esophageal stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Please note: per the dfu, the wallflex esophageal stent system is contraindicated for placement in an esophago-jejunostomy (following gastrectomy), as peristalsis may displace stent.